Event description:
The customer obtained a non-reproducible, higher than expected, vitros tropi es result on a single patient sample (0.121 ng/ml), processed on the vitros eci immunodiagnostic system. The same sample was retested and the repeat result obtained (<0.012 ng/ml) was believed to be the correct result. Biased results of the direction and magnitude observed could lead to inappropriate physician action. The non-reproducible, falsely elevated tropi es result was not reported outside the laboratory, as the customer has implemented a policy of testing all tropi es assay requests in duplicate. There were no reported allegations of patient harm. (B)(4).

Manufacturer narrative:
The investigation determined that a non-reproducible, higher than expected vitros tropi es result was obtained from a single patient sample processed on a vitros eci immunodiagnostic system. The root cause of this event could not be determined; however, an analyzer related issue, a tropi es reagent issue, or the effect of sample processing could not be ruled out as having contributed to the event. In addition, the customer processed the affected sample outside the sample collection tube manufacturer's recommendations for centrifugation speed. It is likely that cellular debris, due to poor sample preparation, was present in the affected samples, although this could not be confirmed.